Event description:
A user facility reported to olympus that the device failed to power up. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed and the cause isolated to a power unit failure. In addition, the brightness adjustment did not function due to diaphragm unit failure. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 14 years since the subject device was manufactured. Based on the results of the investigation, it is likely the event occurred due to a faulty converter. However, the specific root cause of the faulty converter could not be determined at this time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information received from the customer in b3 and b5.

Event description:
The customer confirmed the power did not turn on even after replacing the fuse in the pre-use inspection prior to a procedure. The procedure was completed successfully with a similar device.